Event description:
It was reported that the unit alarms check vent battery failed. The unit was in clinical use at the time of the event, and it was reported that there was a delay in therapy; however, the device continued to operate. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit alarmed check vent battery failed message on the screen. The unit was plugged into ac power at the time of occurrence. The service engineer documented that the battery was replaced to resolve the issue.

Manufacturer narrative:
Updated patient information sections a.1, a.2, a.4. Patient height: 5' 7".

Manufacturer narrative:
It was reported that the patient was moved to a different ventilator. No patient or user harm was reported.